Manufacturer narrative:
(B)(4). Foreign source: switzerland. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02457. Journal article citation: dewarrat, antoine, et al. "Comparison of the alps and philos plating systems in proximal humeral fixation¿ a clinical retrospective study." Journal of shoulder and elbow surgery, vol. 31, no. 3, 2022, p. 147, crossmark.crossref.org/dialog/?doi=10.1016/j.jse.2022.01.042&domain=pdf. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
A retrospective study reported a 10% (2 patients) of the alps group underwent an orif for a displaced proximal humeral fracture. Subsequently, experienced malunion. No further discussion or information regarding intervention or outcome was provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a retrospective study that two alps patients underwent an open reduction and internal fixation (orif) for a displaced proximal humeral fracture approximately 3 months post implantation. Subsequently, the patients experienced malunion. No corrective action performed. No symptoms, the malunion was identified using radiographs. For one patient -a valgus deformity occurred due to malunion (same patients as perforation) at 6weeks. The second patient developed malunion at the fracture site, the plate (hook & rod) migration due to greater tuberosity shifted, found approximately at 3 months, remains implanted, no symptoms. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A retrospective study reported one patient, of the alps group, underwent an orif for a displaced proximal humeral fracture. Subsequently, experienced malunion. Upon follow up with the surgeon, the findings were noted to be an incidental finding upon radiographic imaging. The malunion developed at the fracture site with the plate (hook and rod) migrating, as the greater tuberosity shifted. The patient remains asymptomatic without a plan for intervention. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.